Manufacturer narrative:
H3: one device was received for evaluation. No previous repairs were noted within the last 12 months. The review of the event history log identified continuous blockage alarms however, the upon measurement, the occlusion detection pressure was 20 psi, which complied with the standard and no abnormalities were found. The probable cause was resistance in the injection line, or the line being clamped. The occlusion pressure was recalibrated to fix the issue. The device then passed all functional and accuracy testing after repair.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the alarm does not stop ringing. The fault occurred while in use with the patient, there was no adverse health effects.